Manufacturer narrative:
Citation: billie s. Fyfe. Pathological analysis of non-stented freestyle aortic root bioprostheses treated with amino oleic acid. Seminars in thoracic and cardiovascular surgery. 1999 october; 11(4 suppl 1): 151-156. Doi: not available earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding pathological analysis of the freestyle aortic root bioprosthesis treated with amino oleic acid. All data were collected from multiple centers. The study population included 1,100 patients. The study population was predominantly male. Serial numbers were not provided. Among all patients, valve related deaths included; endocarditis, thrombus, embolic myocardial infarction (mi), delayed tamponade, sub annular occlusion and paravalvular leak (pvl). No additional adverse patient effects or product performance issues were reported.